Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn:m365sc2218700. Model:sc-2218-70. Serial: (B)(6). Batch:5090235/7077003.

Event description:
It was reported that the patient experienced inadequate stimulation since losing weight. The patient underwent an explant procedure. All explanted device components will not be returned per facility policy.